Event description:
Pt was skin tested in the forearm and re-tested in the other forearm. Both test were percieved to be negative. Pt received initial treatment with 1.5 cc of bovine collaen in nasolabial folds and cheeks. Pt was seen in 2000 and physician observed red welts, swelling and induration lumps at the injection sites. Pt indicated some sites were worse than others on any given day, but all sites were reacting. Physician has injected pt with cortisone (im) on three occasions in 2000, and the pt was given cortisone cream in 2000. Physician has diagnosed hypersensitivity related to collagen material.